Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. The initial result was 480 mg/dl at 00:03 a.m.. The 2nd result at 00:06 a.m. Was 343 mg/dl on an unknown meter. The 3rd result at 00:11 a.m. Was 477 mg/dl on the original meter. The 4th result at 00:18 a.m. Was 372 mg/dl on an unknown meter. A lab result at 00:25 a.m. Was 301 mg/dl. The initial results were questioned because the patient was not symptomatic and the operator did not feel the result was accurate.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial number is (B)(6). A second meter was used, but the serial number was not provided. The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
No product was returned for investigation, therefore, the investigation will close as no product issue found.